Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
During a left ventricular extrasystole ablation procedure, a cardiac perforation occurred. While mapping the left ventricular outflow tract, the physician noted that the ablation catheter was in the pericardium and a pericardial effusion was developing. The patient became hypotensive and the pericardial effusion was confirmed on echocardiogram. Open heart surgery was performed and the patient was monitored in the ICU, remaining in stable condition. There were no alleged performance issues with any abbott device.